Manufacturer narrative:
Diopter: -16.00. Device evaluated by manufacturer? No -lens discarded. Event problem and evaluation codes: (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -16.00 diopter in the patient's left eye on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted on (B)(6) 2015 and exchanged for a smaller lens. The lens was discarded by the facility.

Manufacturer narrative:
Event problem and evaluation codes: result code(s): visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Conclusion code(s): based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).